Event description:
Revision was performed on right fifth metacarpophalangeal joint. No further info on this event is available.

Manufacturer narrative:
Investigation was performed to gather additional info on this event. Inquiries placed in order to confirm this as a revision of an ascension device, received no response or conclusive info.